Event description:
I first had colon resection in 2005. They started out saying they would only have to remove 6-7 inches. They removed 16-inches total. But, after a couple of months, my lower left groin developed a bulge, and it felt like I was carrying around a basketball all the time. I went back to the dr again and finally he said he thought it probably was a hernia and sent to a specialist for second opinion. He said it was and scheduled surgery. My gastro doctor also was needed in surgery; in case, there was a problem with my colon. The hernia surgery was in 2006. What they found was a tumor within the greater omentum along with the hernia. They removed the omentum and placed two different types of mesh inside me. I have been miserable ever since. I have never went a month without taking antibiotics. They have had me on nerve pills, told me I might have a fractured hip, injected my abdomen with steroids, etc. Now, my family doctor tells me, he thinks its the mesh. He states that he thinks it pressing on my internal organs and my femoral area. My left leg is so weak and painful, it runs down the back of my left leg, and sometimes it feels like it is going to go out from under me. Also, I saw my obgyn and she said the same thing as my medical doctor. So, I am going back to my surgeon. I have suffered with bowel problems, nausea, swelling of abd. But now my leg is getting weak I have trouble walking. Dates of use: 2006 - 2007. Diagnosis or reason for use: hernia repair.